Event description:
It was reported that during a laparoscopic appendectomy, on the third firing, blue reload, the device was closed and the firing trigger broke off upon firing. The device stapled but did not cut. The surgeon cut between the staple rows and proceeded without incident. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4): firing trigger handle. Evaluation summary: the analysis results found that one ats45 device was returned instead of an ets45. The device was received with the firing trigger handle broken and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).